Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently swam with the ilet, after which the device did not charge despite over an hour on the charger and displayed zero percent battery; a replacement ilet was arranged and the user was instructed to shut down the device and follow their healthcare provider¿s backup therapy, while continuing dexcom g7 for cgm. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose was 122 mg/dl without symptoms. Outcomes included no injury, no medical intervention beyond switching to backup therapy, and no hospitalization. Investigation included customer service troubleshooting and collection of device use details, with plans for device return and data synchronization to the mobile app prior to shipment. Investigation of this device revealed a device power/battery depletion problem following water exposure, consistent with a failure to charge, with the pump hardware implicated. It was concluded, based on previously established findings for similar reports, that the cause was water exposure resulting in device malfunction.